Event description:
It was reported by service report that the cot would not stay raised and was dropping. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: b-valve.